Manufacturer narrative:
This customer reported six (6) falsely elevated blood lead test results. The customer reported the 6 elevated leadcare ii patient blood lead test results occurred out of approximately 63 total tests. This report documents one patient. Separate mdrs are filed for each of the results. The related report numbers are referenced in the respective 3500a forms for traceability.

Event description:
Customer reported presumed falsely elevated patient blood lead test results with leadcare ii to their inside sales representative (isr). Isr forwarded the complaint information to technical services (ts). Ts contacted the customer requesting additional information including patient blood lead test results, leadcare ii analyzer serial number, test kit lot number used, control results and the customer's procedure for collecting capillary blood. The customer stated they would gather the requested information and follow up with ts. Ts messaged the customer on 05/11/2026 requesting an update. The customer contacted ts on 05/18/2026 requesting to schedule a call with pediatric staff members. The customer to contact ts on 05/20/2026. The customer reported values for the presumed falsely elevated patient blood lead testing. Customer reported a leadcare ii test result of 4.9 ug/dl. No confirmatory test result was provided. On 05/20/2026, the customer called ts. The customer reported they run controls on each day of testing per their facility's procedure but did not provide control values. The customer was unable to provide the leadcare ii test kit lot number(s) associated with patient blood lead testing. During troubleshooting ts asked the customer to describe their method applied for collecting capillary blood. The customer described procedures that do not fully align with the instructions for use (IFU) and cdc recommendations cited in the IFU including: · not washing hands with soap and water · contact with the skin when wiping away the first drop of blood the customer confirmed they do not use third party microcollection devices for blood lead collection. The customer uses the capillary tubes provided in the leadcare ii test kit. Ts recommended the customer bring the bottle of capillary tubes/plungers and one treatment reagent (tr) bottle into the collection room. Ts recommended the customer insert the capillary tube immediately into the tr tube. Ts instructed the customer to follow cdc recommendations for capillary blood lead collection and instructions in the test kit package insert. Ts provided the cdc capillary collection video, cdc fingerstick poster and a link to the leadcare ii product literature to the customer. The regional point of care (rpoc) is scheduled to provide virtual re-training to staff on 05/27/2026.